Event description:
Report received from attorney alleging a patient death with the manufacturer's representative stating a possible adverse drug reaction, large amounts of morphine in the patient. Possible suicide or pump filled with morphine rather than baclofen. The coroner removed the baclofen pump from the patient and delivered it to the hcp to examine, analyze, and test. The manufacturer was placed on notice by the firm that testing would not take place on 11/13/2002.